Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors (abnormal ascending aorta which was foreshortened, calcification and narrow stj) caused the valve to be deployed in a too-ventricular position. In addition, the coaxial alignment of the valve and delivery system was poor and the image intensifier was fair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4): no results avalilable since no evaluation performed. (B)(4).

Event description:
During a transfemoral tavr procedure for replacement of a bioprosthetic valve, the 29mm sapien 3 valve was deployed in a too ventricular position of 10:90 aortic/ventricular. As reported, the case was uneventful, upon insertion of the delivery system with the valve, the balloon was pushed into the lvot due to a calcified and narrow sinotubular junction (stj). The patient had an abnormal ascending aorta which was foreshortened and caused procedural challenges. A second valve was prepped and placed in a higher position (40:60 aortic/ventricular) which secured the first valve. The valve functioned well and the patient tolerated the procedure well.